Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they fell in bathtub and smashed the pump up. The customer's blood glucose level at the time of incident was 274mg/dl. The customer states the pump had blank screen. The customer's blood glucose level at the time of incident was 274mg/dl. The customer states their levels had been as high as 574mg/dl. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Device evaluation summary was not included on the initial complaint: the insulin pump was received with a detached end cap; unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. However, the insulin pump passed self-test and unexpected restart error test. All operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and no off no power anomaly noted. The insulin pump had broken battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted. The insulin pump was missing the end cap sticker.